Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to inappropriate shocks. The (0074) lead was replaced with a downsize plus lead (0095). Cpi received additional information on 05/06/97 that both the endotak transvenous defibrillation lead, and the implantable cardioverter defibrillator (ICD) were removed due to oversensing. Both products were just received for analysis.